Event description:
Pl underwent surgery on (B)(6) 2023 that included an axillary node dissection- skin affix used to axilla site: pt noted with an allergic reaction to the axilla site on f/u visit of (B)(6) 2023; pt to be treated with benadryl.